Event description:
It was reported to Boston Scientific Corporation that a Trapezoid RX was used in a procedure for bile duct stones performed on (b)(6) 2026.During the procedure, the handle was fractured. Another same device was used to complete the procedure.No patient complications were reported, and the patient's condition is stable.

Manufacturer narrative:
Block H6:IMDRF Device Code A0401 captures the reportable event of Handle Break.